Manufacturer narrative:
Analysis: analysis of the ipg 3058 interstim ll (serial# (B)(4)) observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. A lab functional test determined that no output was observed on any electrode pair. Analysis determined there were no issues when pressing on the ins and that telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter. When asked when the device not working issue was first noticed, the hcp said on (B)(6) 2018, the patient had their battery changed in the operating room (or) due to it being depleted. When asked to clarify the device not working, the hcp said it was battery depletion and the device was changed at that time for a trial placement. The patient did well in their trial so they went onto full implant on (B)(6) 2018. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient had their implant removed and that it wasn't working at the time, but their state of mind back then was different than it was at the time of the report. Relevant medical history: patient reported prior to implant they peed their pants for 12 years. No symptoms were reported. No further complications were reported or anticipated.